Event description:
During a discectomy procedure, the retractor slipped off the bone and entered the spinal canal causing a dural tear. It was repaired and surgery completed. At this time, it has been reported that the leakage is continuing and the pt will require additional surgery to repair the leak. There has been no other reports of pt injury.